Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of neck pain. The neck pain was reported as mild in severity, and did not require medical/surgical intervention. The investigator notes there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of neck pain. The neck pain was reported as mild in severity, and did not require medical/surgical intervention. The investigator notes there was no implant involvement. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
The original date of awareness was reported as (B)(6) 2015 on the initial medwatch in error. The correct date of awareness was (B)(6) 2009. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that patient (B)(6) was implanted with a medium-deep 5mm prodisc-c device at c5-c6 on (B)(6) 2003. There were no intraoperative complications reported. The patient was discharged to home on (B)(6) 2003. There were no complications observed at discharge. The patient presented the following adverse events (aes): on (B)(6) 2008, the patient had mild neck pain (anticipated). The neck pain reportedly occurs when she bends to read- the patient is a flight attendant. Current state of event: ongoing. On (B)(6) 2010, the patient had mild posterior neck pain. A prescription for lodine and hydrocodone were provided. The patient was also scheduled to start physical therapy. Current state of event: ongoing. On (B)(6) 2010, the patient had moderate migraine with vertigo. The patient presented to the emergency room (ER) and was treated and released. Thereafter, the patient was under the care of neurologists; however, the patient has not had another episode. Current state of event: resolved. This report will address the mild neck pain that the patient reported during a follow up visit on (B)(6) 2008. The pain was also reported on (B)(6) 2005, (B)(6) 2009, and (B)(6) 2011. This report is for one (1) unknown 5mm, medium-deep prodisc-c implant. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as (B)(4). Exact dates of onset for patient pain (neck) are unknown. However, the patient reported the issue on (B)(6) 2005, (B)(6) 2009, and (B)(6) 2011. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that a patient presented with lower right back pain. The patient was originally implanted with a medium deep, 5mm prodisc-c implant. Thereafter, the patient presented with difficulty swallowing, neck pain, and detectable (and mild) adjacent disc degeneration disease at c6 and c7. The adjacent level disease was discovered through radiologic assessment. Treatment was not noted for the difficulty swallowing as it reportedly resolved; however, medication and physical therapy were prescribed for the neck pain, which is reportedly on-going. This report will address the neck pain reported on the following dates: june 22, 2005, january 19, 2009, and january 5, 2011. This report is for one (1) unknown prodisc-c implant. This report is 1 of 2 for (B)(4).